Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", "lo", "lo", 143mg/dl, 147mg/dl. Customer normally reads in the 130mg/dl's. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", "lo", "lo", 143mg/dl, 147mg/dl. Customer normally reads in the 130mg/dl's. No adverse event reported.